Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 380 mg/dl with nausea associated with a motor issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the pump had acted like it was delivering insulin, but nothing was coming out of the tubing. The reporter stated that the user opened the cartridge container and insulin spewed out all over. The patient¿s blood glucose readings do not met animas¿ criteria of a serious injury. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/14/2015 with the following findings: there were no errors, alarms or warnings observed in the black box related to motor issues. A rewind, load and prime sequence was successfully completed. The pump was exercised for 24 hours with no alarms or warnings being duplicated. The pump case was removed and there was no damage found internally.